Event description:
Pt had the star total ankle poly core revised.

Manufacturer narrative:
Eval of returned product shows poly core was cracked. Poly has been implanted for 8 yrs. Review of mfg records showed no anomalies.